Event description:
Customer reported pt was not feeling well and used customer's device, result = 277 mg/dl. Customer was concerned pt was becoming diabetic and took pt to the hosp. Hosp =90 mg/dl 2.5 hours later. No treatment was received. No controls were in used. A request was made for return product and replacement product was sent.